Event description:
Additional information was received from the treating physician indicating patient manipulation may have been a factor of the infection. Cultures were not found and the diagnosis of a wound infection was clinical.

Event description:
It was reported through a clinical study that a vns patient experienced an infection in the left axilla as a single episode. The severity of the event was reported to be mild and two weeks of oral antibiotics were prescribed along with dressings. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.